Event description:
Same case as MFR# 6000093-2007-02302; 6000130-2007-00222. It was reported that during a coronary artery stenting treatment procedure, the catheter locked up on the guide wire. The 85% stenosed target lesion was located in the moderately tortuous and heavily calcified circumflex (cx). The 3.5 x 8mm liberte otw coronary stent delivery system (sds) was inserted into the cx and the sds locked up on the luge guide wire. The physician removed the sds and wire together. A second 3.5 x 8mm liberte otw coronary sds was then placed over an unk guide wire. After the stent was deployed and upon withdrawal, the sds locked up on the wire. The physician removed everything together and the procedure was stopped (it was not indicated which one of the liberte stents was implanted). No pt complications were reported with the pt's current condition listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. If any add'l relevant info is received, a supplemental MDR will be submitted.